Event description:
Upon completion of preventive maintenance service, the manufacturer's service technician noted an oxygen device failed occurrence during review of the device diagnostic log history. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. During testing, the service technician reported there was a leak heard when high pressure oxygen was connected. The service technician replaced the oxygen solenoid valve to address the finding. Applicable testing was completed and passed to operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported.